Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and cannot clear the alarm. Customer also indicated that the keypad buttons are sticking and not responsive. Customer does not recall any significant events leading to the error, but stated that the pump may have been exposed to perspiration. Customer's blood glucose was 223 mg/dl at the time of incident. Troubleshooting was done for errors and appears that issue was corrected and customer would like to continue using the pump. The customer was advised that the device would be replaced anyway and to return the product for analysis.